Event description:
The customer reported a failure to power up the device in testing. There was no pt impact.

Manufacturer narrative:
(B)(4). The customer reported a failure to power up the device in testing. There was no pt impact. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.